Manufacturer narrative:
As reported, during positioning of the 26mm sapien 3 valve, it was noted by angio that there was a discrepancy between the pre-interventional measurement and the angio which was more consistent with a 29mm valve. A decision was made not to perform a balloon valvuloplasty (bav). It was noted that the annulus was clearly bigger, measuring 28mm. Therefore, the delivery system with the 26mm valve was removed and a decision was made to implant a 29mm valve. The delivery system was removed from the apex. Due to extremely fragile apex, several sutures were required and gluing of the apex. The procedure was switched to transaortic as the apex was too fragile for another puncture. The 29mm s3 valve was implanted; however, post deployment it was noticed that the annulus had ruptured. The patient was converted to open heart surgery, the valve was explanted, the annulus repaired and a surgical valve was implanted. The native annulus measured 24mm by tee and an angio measured the annulus at 28mm.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the annular rupture cannot be confirmed. However, it appears that valve sizing may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, during insertion of a 26mm sapien 3 valve by transaortic approach, the ventricle tore. As reported, after the valve exited the sheath, it was determined that the 26mm valve might be too small. A decision was made to retrieve the valve but during this maneuver, the ventricle started to tear. All the devices were removed and the tear was repaired and the apex was closed. A decision was made to implant a 29mm sapien 3 valve by transaortic approach. The valve was successfully implanted; however, post deployment it was noticed that the annulus had ruptured. The patient was converted to open surgery. The valve was explanted, the annulus repaired and a surgical valve was implanted. The patient is doing well.